Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart phone and receiver that occurred on (B)(6) 2016. Patient had the incorrect transmitter i.d. Number entered into both the smart device and receiver. Patient was walked through updating both application and receiver. Patient shutdown receiver. Application still could not find transmitter. No injury or medical intervention was reported.